Event description:
It was reported that during a percutaneous peripheral intervention, stent damage occurred. The target lesion was located in the superficial femoral artery. A 6mm x 120mm x 120mm epic vascular stent delivery system was advanced and elongated during deployment. The physician continued to deploy this stent with part of it ending up over the common femoral artery. Another epic vascular stent was deployed over the first stent. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the epic stent delivery system (sds) was returned with the pull grip was completely pulled back. The stent was not present on the sds. The inner shaft was kinked 10cm from the tip. There was no other damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, stent damage occurred. The target lesion was located in the superficial femoral artery. A 6mm x 120mm x 120mm epic vascular stent delivery system was advanced and elongated during deployment. The physician continued to deploy this stent with part of it ending up over the common femoral artery. Another epic vascular stent was deployed over the first stent. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.